Event description:
The customer received questionable results for five patients involving multiple assays. She provided discrepant creatinine jaffe generation 2 (creatinine) and glucose hk generation 3 (glucose) results for three patient samples. The customer repeated the samples because she knew the patients did not have renal failure or diabetes. The samples were repeated on another cobas 6000 c501 analyzer. Patient 1, initial creatinine result was 7.6 mg/dl. The creatinine repeat result was 0.8 mg/dl. Patient 2, initial creatinine result was 7.2 mg/dl. The creatinine repeat result was 1.1 mg/dl. The initial glucose result was 134 mg/dl. The glucose repeat result was 95 mg/dl. Patient 3, initial creatine result was 0.5 mg/dl. The creatinine repeat result was 1.1 mg/dl. The initial glucose result was 414 mg/dl. The glucose repeat result was 93 mg/dl. The initial results were reported outside the laboratory. Corrections were made following generation of the repeat results. The patients were not affected by the discrepancies. The creatinine reagent used for testing was (B)(4). The glucose reagent used for testing was (B)(4). The field service representative determined malfunctioning valves were the cause of the issue. He replaced the valves and vacuum pump diaphragms. After the field service representative replaced all parts needed to resolve the fluidic failure, the customer ran calibrations and quality control which were acceptable.